Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving dilaudid and bupivacaine (both at 3mg/ml and 1.2mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced less than optimal pain relief. The event date was unknown. The patient's hcp elected to replace the catheter to c7. It was noted that the existing catheter tip was at the lumbar area. The existing catheter was removed in entirety and the patient's dose was reduced from 1.2mg/day to 0.5mg/day. There were no environmental, external, or patient factors that were thought to have led or contributed to the issue and there were no diagnostics or troubleshooting performed. It was unknown if the issue was resolved at the time of report and no further complications were reported or anticipated. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that the catheter became occluded again and was replaced on (B)(6) 2018. The entire old catheter was completely removed.

Manufacturer narrative:
Product ID 8780 (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2018-jan-05. It was reported that the hcp believed that either tissue or the compounded drug had occluded the catheter.